Event description:
It was reported that the r-wave measurements for the lead were out of range. Upon attempting to reposition the lead, the helix took 30 turns to retract, more than expected by the physician. The physician then decided to change the lead to prevent any future problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the stylet was stuck in lead-distal coil. Tip seal observation.

Event description:
It was reported that at implant, the r-wave measurements for the lead were out of range. Upon attempting to reposition the lead, the helix took 30 turns to retract, more than expected by the physician. The physician then decided to change the lead to prevent any future problems. No patient complications have been reported as a result of this event.